Manufacturer narrative:
Citation: santarpino g. Clinical outcome and cost analysis of sutureless versus transcatheter aortic valve implantation with propensity score matching analysis. Am j cardiol. 2015 dec 1;116(11):1737-43. Doi: 10.1016/j.amjcard.2015.08.043 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding clinical outcome and cost analysis of sutureless versus transcatheter aortic valve implantation with propensity score matching analysis. All data were collected from a single center between 2010 and 2015. The study population included 626 patients (predominantly female; mean age 80 years), an unspecified number of which were implanted with medtronic corevalve device. (Serial numbers not provided). Among all patients 10 deaths occurred. Based on the available information, none of the deaths were attributed to medtronic product. Among all patient¿s adverse events included: paravalvular leakage, valve migration into left ventricle with conversion to surgical repair, vascular complications requiring intervention, aortic injury due to guidewire manipulation, pacemaker implantation, and ventricular fibrillation requiring cardiopulmonary bypass (cpb) for circulatory support. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.